Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had experienced high blood glucose levels (250 mg/dl). Customer reportedly smelled insulin and notice that the luer lock connection was loose. Customer took a correction bolus to stabilize his blood glucose level.